Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result. No lab testing performed and customer was using whole blood. Customer has been contacted 3 times for pt info, test times/date but to no avail. Customer will be returning product for investigation. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).